Event description:
A distributor reported on behalf of a healthcare facility in south africa that an mr290v vented autofeed humidification chamber was found leaking water before patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: the healthcare facility reported that complete device identification information was not available. Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the customer reported that that subject device was unable to be provided to f&p healthcare for evaluation. Visual inspection of the provided photograph identified the presence of a crack on the chamber dome, which was likely the source of the reported water leak. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, f&p healthcare's investigation was unable to determine the cause of the observed crack. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed chamber state the following: ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected. Do not use the chamber if the seals are not intact when received, or if it has been dropped.